Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse reported via phone call that the customer was hospitalized and had experienced hyperglycemia with blood glucose level of 804 mg/dl. Customer was assisted with troubleshooting. Customer stated that insulin pump had insulin flow blocked alarm. It was unknown whether the auto mode feature was on or not. Customer stated that insulin pump had passed the self test and failed high performance test. Customer reports insulin pump system had not been in use within 48 hours of reported high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. No unexpected insulin flow block alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).